Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 cubies were not showing up in pyxis application. A field service engineer rebooted the station and cubies were detected and no longer failed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had 20 drawer failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.